Event description:
It was reported on (B)(6) 2026 that the patient¿s two infusion sets were fell off after fifteen minutes of use.

Manufacturer narrative:
MDR 3003442380-2026-47512 / initial 1 of 2e1:(B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number;reporting site: 8021545.manufacturing site: 3003442380.